Event description:
Bed had mechanical hi/low drift.

Manufacturer narrative:
Technician cleaned hi/low brake assembly to resolve issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability.